Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 692 mg/dl; cause was unknown. Customer administered a manual injection and changed the infusion set site to address the elevated bg. Tandem technical support was not contacted at the time of the event; therefore, a system check was not performed. Recommendation was made for the customer to discuss the event with a healthcare provider.